Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 29-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the fast retention time was due to the flow factor needing adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing fast retention time of 0.63 minutes (acceptable range is 0.57 to 0.61 minutes) with the g8 instrument. The customer reported that the flow factor was at 1.02 ml/min. The tosoh technical support specialist advised the customer to adjust the flow factor to 1.04 ml/min in order to get the retention time to 0.59 minutes. It is not known whether hemoglobin a1c results were impacted due to the out of range retention time. There is no indication of any patient intervention or adverse health consequences due to this event.